Event description:
Medtronic received information via a literature review article regarding the use of new devices in congenital heart defect repair surgery that reoperation associated with failed valved conduits was associated with a mortality rate of 1%-3% at the time of the review. The mortality rate was reported for all similar products examined in the literature, which included models from this family of pulmonary valved conduits. The article was based on a review of published literature and did not include details regarding the number or dates of device implants or deaths, or patient demographics, and did not specifically associate the deaths with device limitations. Reported device limitations included immunogenicity and inflammatory response, stenosis of the distal anastomosis, pseudoaneurysm of the proximal anastomosis, and severe conduit regurgitation.

Manufacturer narrative:
With no device- or patient-identifying information, medtronic¿s complaint database could not be searched to identify any previously reported complaints that may have been included in this article. The reported date of death is an arbitrary value entered to facilitate electronic submission of this report. (B)(4). New technologies for surgery of the congenital cardiac defect authors: david kalfa, m.d., ph.d. And emile bacha, m.d. Rambam maimonides medical journal july 2013 - volume 4 - issue 3 - e0019 doi:10.5041/rmmj.10119.

Manufacturer narrative:
Death, stenosis, regurgitation, and pseudoaneurysms are known potential adverse events for this device. As the devices either were not returned for evaluation or identified to determine if a device had previously been returned for analysis, a failure mechanism was not able to be determined.

Manufacturer narrative:
Corrected information: no eval explain code.